Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump along with multiple button error alarms and max fill alert. Customer stated that the up and down buttons were unresponsive. It was also noted that the customer's blood glucose reading was 450 mg/dl and the customer was not treating as they received insulin that they did not mean to. Customer was treating with orange juice to prevent low blood glucose readings. Customer mentioned that they pressed act and the instead of filling cannula the insulin pump began priming. It was noted that the customer's blood glucose readings had dropped to 250 mg/dl during the call. No further information reported.